Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 25 mg/dl at the time of the incident. The customer was at 248 m/dl at the time of the call. The customer was given juice to treat for the low. The customer experienced highs after treating for a low on (B)(6) 2017. The customer was at 460 mg/dl. The high was treated with intravenous insulin. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer experienced symptoms such as loss of consciousness. Troubleshooting was completed and the customer believes the pump over -delivered insulin. Customer also complained of a pump with physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, cracked lcd window, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.